Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the listed tracheostomy tube was in use with a patient (for an undisclosed amount of time) when the patient's ventilator was hooked up to the tracheostomy tube. During ventilator treatment, the tracheostomy tube was reportedly found leaking at the cuff. Additional information regarding the event (e.g. Device use, patient outcome, etc.) Has been requested. No additional information has been made available at this time.

Manufacturer narrative:
One used sample was returned for evaluation. Functional testing found that the cuff could not hold any air - deflation occurred immediately. Visual inspection found that there was a tear at the side of the cuff. Manufacturing performs 100% inflation test of the cuffs and had the tear been there at that time it would have been detected. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. No definitive root cause could be determined.